Manufacturer narrative:
Patient and implantation details unavailable at the time of this report, this report is submitted on may 22, 2017. Implanted device remains.

Event description:
It was reported that the patient experienced a middle ear infection and an episode of meningitis (date not reported) following implantation. Subsequently the patient was hospitalised for a duration of 14 days. During the admission the patient was treated with IV antibiotics and the post auricular area and the ear were drained. The patient successfully responded to treatment within 24 hours. The following additional information was received regarding the episode of meningitis. - etiology of deafness - there were no reported cochlear malformation, basilar skull fracture or craniofacial malformations - the patient did receive pre-implant immunization of prevnar. - perioperative antibiotics were administered (augmentin for a duration of 5 days). - the receiver stimulator was not drilled to the dura, and no surgical complications were reported. - the size of the cochleostomy was 1 mm and periost was used to pack the cochleostomy. - the patient did have pe tubes. - no csf leak has been reported. - the meningitis episodes did not occur within 30 days of a neurologic procedure, no vp shunts or lumbar drains were utilized at the onset of meningitis. - the patient reported to have otitis media and post auricular swelling with fluctuation upon presentation with the meningitis. - it is unknown if the patient had a prior upper respiratory infection prior to the meningitis. - the patient's fluid from mastoid and ear, csf and blood cultures revealed strep pneumonia.